Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/13/2004, the patient contacted lfs alleging that her one touch ultra meter was reading the incorrect unit of measurement. The medical affairs specialist spoke with the patient on 10/14/04. Over the last two weeks, the patient's physician increased her lantus insulin based on the patient's meter results. In the evening, the patient obtained a result of 183mg/dl on the reported meter at 6:00pm. She took lantus 16 units at 9:00pm. She tested again at 10:30pm and obtained a result of 198mg/dl. The morning afterwards, she tested several times and alternately obtained readings that "appeared low" to her, such as 9.5 mmol/l and 9.8 mmol/l, followed immediately by results of 196mg/dl and 200mg/dl. She obtained a result of 291mg/dl at 4:10pm. After testing, she felt faint when she stood. She also had blurred vision and a headache. She took no actions to affect her blood glucose level after use of the meter. Her husband called her physician's office and was directed to bring the patient to the physician's office. A result of 254 mg/dl was obtained on the physician's meter at about 4:20pm. The patient was treated with insulin; she is not certain of the dose. She was also directed to take lantus 20 mg/dl starting that night at 9:00pm. The customer service representative confirmed that the patient had not changed the unit of measurement on the meter. The meter switched from mg/dl to mmol/l spontaneously while the csr was speaking with the patient. The patient did not allege harm. She did not experience injury due to the meter. Adjustments to her medication regimen had been based on results in the correct unit of measurement, mg/dl. Based on the spontaneous change in unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.